Manufacturer narrative:
The instructions for use included with the rasp states: "do not subject instruments to high loads and/or impact as breakage can occur." With the provided information a definitive cause could not be determined. As returned the rasp is fractured behind the first tooth. Aside from the fractured tooth the rasp has nicks and dings from its use in the field. The rasps hardness was checked and is within specification. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The rasp was used for treatment. Based on its lot number the rasp has an approximate field age of 15 years. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery, the rasp broke.

Manufacturer narrative:
This report will be amended when our investigation is complete.